Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
The customer reported that the therapy tabletop was not installed correctly. A philips field service engineer (fse) confirmed there was no harm to a patient, operator, or bystander associated with this issue, and there has been no reports of image misinterpretation or patient mistreatment. The fse evaluated the system therapy table top and found it was mounted incorrectly, and off-center 3/8" to left and head bracket was installed backwards. The fse corrected the backward bracket and attempted to re-aligned the top but found the system couch base was installed at an angle. The fse reported that the table center measurement was never part of system qa for the customer site as they were using big bore (bb) to position patients and table center does not currently affect the way they scan or treat patients. The fse confirmed that the table was correctly re-installed and the therapy top was re-mounted according to specification to resolve the issue.

Manufacturer narrative:
(B)(4). On (B)(4) 2015, a philips field service engineer (fse) reported that during preventative maintenance (pm) of the brilliance big bore oncology system at (B)(6), it was discovered that the therapy top head bracket was incorrectly mounted, resulting in the therapy top being off center by 3/8" to the left. The fse indicated that the retaining hook of the head bracket was mounted 180 degrees backwards. There was no report of any clinical impact for the site due to the fact that they use big bores (bb's) attached to the patient for marking. There was no misinterpretation or mistreatment of patients as a result of the issue. The fse correctly installed the retaining hook of the head bracket and found that the top was still going into the gantry at an angle. The fse scheduled further repair of the system for (B)(4) 2015. On (B)(4) 2015, the fse confirmed that the table was not aligned to the gantry properly. The fse aligned the table 90 degrees to the gantry. The fse also discovered that the table was also not properly tracking vertically. The fse aligned the vertical tracking of the table. The fse centered the therapy top and confirmed that it was not level. The fse ordered shim material to properly level the therapy top. On (B)(4) 2015, the fse completed the levelling and alignment of the therapy top and released the system to the customer for clinical use. No parts were replaced as a result of the issue. No log files or bugreps were provided by the fse for further evaluation of the issue by CT engineering. CT engineering determined this issue to be an acceptable risk. The following mitigations apply: ¿ an optional flat therapy top with features designed to facilitate positioning and immobilizing the patient in a position that can be repeated in the therapy machine is provided as a system option for radiation therapy planning (rtp) use. Additionally the documents accompanying these systems inform the user of the possible sources of spatial inaccuracy that can be compensated in the treatment plan to achieve a high degree of accuracy to the target are in the applied radiation beams. ¿ it is extremely unlikely that a user would not perform a quality assurance on a simulation process as that is the standard of care for rtp and is understood as a necessary step in a rtp simulation process to assure the effectiveness of the treatment. Additionally the documents accompanying these systems inform the user of possible sources of inaccuracy and appropriate procedures to conduct quality assurance checks for the system. ¿ the system meets requirements recognized for spatial accuracy by consensus standards and regulations of the us FDA. This combined with a quality assurance program can result in highly accurate targeting of cancer areas with an effective radiation dose to treat the affected area. Without the use of CT in the rtp simulation process the risk of damage to nearby tissues and coverage of affected areas would result in less effective treatment and an increased possibility of damage to nearby critical anatomic structures. ¿ the system provides co-ordinate settings that the user can select to reduce the likelihood of errors in translation of spatial information between the CT and the therapy treatment machine. The use of these settings reduces the risk of a mismatch in the position data. Additionally, the quality assurance process that is standard practice for rtp simulation, confirms these coordinates. This outweighs the risk of treatment outside the intended target area or of insufficient treatment beam coverage. ¿ front captured in bayonet hole. ¿ IFU warning to check alignment if the top has been impacted with significant force. ¿ recommendation to check alignment daily in IFU. ¿ the system provides a calibration for image rotation. ¿ the calibration manuals provide detailed instructions on how to perform the calibration procedure. ¿ the system provides a phantom to perform image rotation calibration. ¿ the system accompanying documents recommend the user to establish a quality assurance program designed to periodically verify that the scanning or simulation process meet the accuracy requirements. The fse properly installed the head bracket, leveled, and aligned the therapy top and table to resolve the issue. As there were no failed parts or bugreps provided for evaluation, CT engineering was unable to determine the root cause of this issue. The fse determined that the therapy top head bracket was installed incorrectly and the table was not properly aligned. The fse addressed these problems to resolve the issue.